Manufacturer narrative:
Pump not in manufacture mode. The pump passed the sleep current measurement, active current measurement, and displacement test. The pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. The pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump had lower loss alarm. And display was blank. Customer states the display was not blank less than 30 seconds. Customer stated that display was not blank currently. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.